Manufacturer narrative:
On 2-nov-2020, mentor received additional information regarding the revision surgery and date of implantation. The patient stated that she underwent bilateral explantation on unknown date and has both devices. Initially, the date of implantation was estimated as (B)(6) 2007 based on available information. However, additional information revealed that the date of implantation is (B)(6) 2008. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. On 23-nov-2020, mentor received additional information regarding the date of explantation. The date of explantation is (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor smooth gel implants and experienced postoperative bilateral capsular contracture. The patient consulted with a doctor in 2015 and she stated that she was diagnosed with capsular contracture (grade unknown). In (B)(6) 2019, she started experiencing bruise and breast pain. As a result, the patient is planning to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left prosthesis.